Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that the unit would not ventilate and indicated circuit disconnect even with the circuit on properly. The exhalation pressure would not calibrate and failed calibrations multiple times. Took the main pcb (printed circuit board off to assure that all transducers were not damaged and re-sat the tubing with better connections. The calibrations passed and ovp (operational verification procedure) was performed. All the tests passed and the unit was ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator occurred auto-cycling and low positive end-expiratory pressure (peep). At this time, there is no information regarding patient involvement associated with the reported event.